Manufacturer narrative:
An event regarding infection and scratching and burnishing involving a trident 0° x3 insert 32mm ID was reported. The infection was not confirmed. The scratching and burnishing was. A material analysis report concluded, ¿there was no evidence of manufacturing or material defects on the returned (B)(4) tibial insert.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records are needed to complete the investigation for determining the root cause.

Event description:
It was reported that during an infected prosthesis removal, the surgeon removed the liner and noticed that it was a yellowish colour. It was reported that the customer has requested that the product be analyzed as it has only been implanted for 3-5 years. It was reported that the surgeon was concerned that the unit was presenting with premature wear.

Event description:
It was reported that during an infected prosthesis removal, the surgeon removed the liner and noticed that it was a yellowish colour. It was reported that the customer has requested that the product be analyzed as it has only been implanted for 3-5 years. It was reported that the surgeon was concerned that the unit was presenting with premature wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.